Manufacturer narrative:
A further clinical review of the event details has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR, while failure to advance required the medical professional to deploy another filter via a new access site which resulted in the prolongation of the procedure and no patient injury or adverse patient outcome. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been received and an investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a vena cava filter deployment; resistance was felt while advancing the filter through the deployment sheath. The filter became stuck in the deployment sheath approximately 2 cm from the distal tip. The filter and deployment system were removed as one unit without incident. Upon removal of the deployment system a kink was discovered at the distal tip of the deployment sheath. Access was regained through the jugular vein as another filter was prepped and deployed successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. Visual inspection: the sheath was returned connected to the storage tube, and the touhy-borst was tight. A bulge was found in the sheath 7.2cm from the distal tip with the filter limbs visible at the bulge. No kinks were noted to the sheath. Functional/performance evaluation: the pusher was removed from the sheath and the sheath was cut to remove the filter, as the filter was stuck in the sheath. The filter was received with all 6 arms and legs present and intact. No limbs were crossed. No anomalies were identified to the filter or storage tube. Dimensional evaluation: all measurements met the required specifications. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: based on the returned sample condition, the investigation is confirmed for failure to advance as the filter was received stuck in the introducer sheath. It is likely the identified bulge in the sheath was perceived as a kink. However, the investigation is unconfirmed for the reported kink. The touhy-borst adapter was returned tight. It is unknown if the storage tube was properly tightened to the introducer sheath when the user attempted to advance the filter or if the connection became loose during packaging for return. Failure to loosen the touhy-borst adapter or properly connect the storage tube to the introducer sheath could lead to the inability to advance the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Directions for use - implantation: inspect the packaging to ensure that it has not been opened or damaged. Flush the introducer sheath intermittently by hand to maintain introducer sheath patency. Maintaining patency helps prevent clot from interfering with filter deployment. Flush the delivery device with saline through the touhy-borst adapter. Attach the free end of the filter storage tube directly to the introducer sheath already in the vein. The introducer sheath and filter delivery system should be held in a straight line to minimize friction. Loosen the proximal end of the touhy-borst adapter and advance the filter by moving the pusher forward through the introducer sheath. Do not twist or retract the pusher at anytime during the procedure.